Manufacturer narrative:
The insulin pump was received with a minor scratched display window, a cracked case at the display window corners, a broken reservoir tube lip, broken battery tube threads, a missing end cap sticker, and a broken off end cap. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report that the device case was cracked and split near the base. The customer's blood glucose level was unknown. No further details were provided.